Manufacturer narrative:
Product analysis the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service).

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
Product analysis the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had an alert triggered for long charge time. It was also noted that the device was at end of service (eos). The device is scheduled for replacement in the future, but currently is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.